Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient called in reporting therapy has worked well to control their symptoms, but this past week they've been feeling the stimulation. Patient further indicated stimulation was uncomfortable and seemed to be intermittent. The patient said they were at 1.1v but have since decreased to 0.9v and it didn't help. The call center suggested turning stimulation off during the call to see if the sensation goes away, at which point, it did. As a result of what was reported, the patient was redirected to their healthcare provider (hcp); stimulation on/off options were reviewed with the patient until they could meet with their hcp. At the end of the call, the patient turned stimulation back on and set it to program 1. They said they were going to decrease amplitude to a comfortable level and see if their symptoms are controlled in the next few days. The patient further said they will call their hcp if their symptoms are not controlled. No further patient complications have been reported as a result of this event.